Manufacturer narrative:
(B)(4). Approximate age of device: 5 months. The pump was not explanted and is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient had experienced a significant stroke at the time of lvad implant due to a calcified aorta and had a lengthy hospitalization following implant. An unspecified microorganism was first found in the patient's sputum in (B)(6) 2016. The same microorganism was then found in the blood in (B)(6) 2016, and in (B)(6) 2016 it was found around the pump pocket. The patient received IV antibiotics with each infection event, and in (B)(6) underwent surgical exploration and debridement of the pump pocket. The patient and family requested that support be withdrawn. The patient expired on (B)(6) 2016. An autopsy was not performed. There were no device issues reported. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported stroke and infection could not be conclusively determined. Stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.